Manufacturer narrative:
The technician found a faulty head hi/low down valve stem solenoid. The technician replaced the head hi/low down valve solenoid to resolve the issue.

Event description:
Technician alleged that the head hi/low drifts down over time. No pt impact.